Event description:
The customer reported that the device stopped activating during a procedure and error alarms were provided by the generator in use. There was no pt injury reported. The device was returned with the knife blade protruding from the jaws. The site contact could not provide add'l details regarding the device or incident.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.